Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported they removed the dobbhoff feeding tube on (B)(6) 2024. It was placed on (B)(6) 2024. The join had a split at the enfit connection. Upon tube retrieval, the last 40cm, including the weighted tip, was not attached.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. One physical sample was received at the manufacturing site for investigation. The sample was visually and functionally evaluated and the report of a split at the join of the enfit connection was not confirmed. However, part of the tube, along with the tip, was observed to be missing. Based on all available information, a definitive root cause could not be determined. A corrective action is not applicable at this time. We will continue to monitor for adverse trends that require immediate attention. All information received will be used for further tracking and trending purposes.